Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit has no connector on the tube in the package. There was no patient involvement.

Manufacturer narrative:
Correction: UDI#. If information is provided in the future, a supplemental report will be issued.